Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 21686193/21686193.

Event description:
It was reported that the patient was experiencing inadequate stimulation and does not like the feeling of paresthesia. The patient underwent an explant procedure wherein all device components were removed and was not returned as it was kept by the medical facility.